Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 200 mg/dl, 115 mg/dl, and 93 mg/dl when all tests were performed within 10 mins on the aviva system. Reporter indicated that he was experiencing some hypoglycemic symptoms during the time of testing and that he self-treated with three glucose tablets. No other actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Customer stated no product will be returned to the MFR as he threw the test strips away.